Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct on (B)(6) 2014. According to the complainant, the basket was inspected and tested prior to use and there were no anomalies noted. During the procedure, a stone of unknown size was captured by the basket. While attempting to crush the stone, the pull wire broke at the rod of the handle. The physician used a spyglass with laser and successfully crushed and removed the stone. The basket was removed by pulling it through the scope from the patient. The procedure was completed with the spyglass with laser device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device found residue that was present on the device indicating use/ handling. Physical examination of the returned device revealed that the coil assembly was kinked in multiple places and the side car-rx was found to present pushback. The wire basket assembly was separated from the coil assembly and presented kinking. The device was disassembled and revealed that the pullwire was broken near the distal end of handle cannula. The wire basket tip was intact. One basket wire was broken and all wires were bent and deformed. A microscopic examination found the broken basket wire to have been melted/ burnt and discolored. A material review of the broken component found no anomalies and concluded that the pullwire met the specifications. The device is designed so that the basket tip detaches if the stone cannot be crushed, however, from the analysis of the returned device this did not occur in this case. The evaluation concluded that the pullwire most likely shear apart when the user attempted to crush the stone, and the pullwire broke when attempting to detach the tip. Although it is unknown if an alliance handle was used during this procedure and precisely how the pull wire failed, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore the most probable root cause of 'undeterminable' is selected for the complaint. A device history record (DHR) review of lot number was performed and revealed no issues related to the reported complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct on (B)(6) 2014. According to the complainant, the basket was inspected and tested prior to use and there were no anomalies noted. During the procedure, a stone of unknown size was captured by the basket. While attempting to crush the stone, the pull wire broke at the rod of the handle. The physician used a spyglass with laser and successfully crushed and removed the stone. The basket was removed by pulling it through the scope from the patient. The procedure was completed with the spyglass with laser device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.